Manufacturer narrative:
Inspected 1 random opened/used enlite sensor and perform continuity resistance test. Sensor failed per specifications. No needle returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered the threshold suspend alarm. The customer¿s blood glucose was 223 mg/dl and the sensor glucose was 60 mg/dl at the time of the incident. The customer also reported they experienced bleeding when removing the sensor which was stopped by applying pressure at the site. The customer was advised about the proper insertion and calibration techniques. The sensor will be returned for analysis.